Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with antibiotics (specific type, date and duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains.